Manufacturer narrative:
Device evaluation summary: on 12/28/2018, a mentor gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of the device, is characteristic of a unilateral removal and replacement. As a result, this will be conservatively reported to FDA. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of the device, is characteristic of a unilateral removal and replacement. As a result, this will be conservatively reported to FDA.